Manufacturer narrative:
(B)(4)

Event description:
It was reported during implantation of the patient's rv lead, poor electrical values were obtained. While repositioning, the patient experienced chest pain and perforation was suspected. Subsequently, the patient was sedated after which the lead was successfully repositioned with normal values. A subsequent echo was normal. Follow-up identified the lead exhibited high capture thresholds. No further information was available.